Event description:
It was reported that the large volume pump (lvp) module did not alarm when it had occluded during an infusion on (B)(6) 2026. When biomed received devices on 10 april 2026, they turned on the pcu with the lvp attached and saw the error code 242.4030. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.